Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 7 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. Manufactured and distributed (B)(4) units of this code batch. There are no units in our stock. Received seven closed samples. The needles of the samples received were carefully checked and no material anomaly has been observed. The needles of the samples received have been tested for bending strength and the results fulfill product specifications: 12.74 nxcm in minimum. Minimum bending strength specification: > 12.20 nxcm. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Bending strength results before releasing the product were 12.99 nxcm, 12.82nxcm, 12.72nxcm, 12.96nxcm and 13.12nxcm in minimum and fulfilled the specifications of the product. Remarks: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Final conclusion: although the results of the samples received fulfill the product specifications, note is taken of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle broke during surgery of a (B)(6) child. A piece of the needle is probably in the prostate of the patient. It is not seen through the screening. Due to the heavy bleeding it was untraceable during surgery.